Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device elicited beeping tones during magnet application; however telemetry could not be established. Evaluation of telemetry was performed by monitoring radiofrequency wake-up periods while the device was subjected to varying temperatures. This test indicated that the device measured at less than the operational threshold. This device behavior is consistent with a shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that while the device was with the field representative, it began beeping tones. Interrogation to determine the cause of the tones was unsuccessful and the device is being sent back for analysis. There was no patient involvement.